Event description:
It was reported that during right mca (middle cerebral artery) stenosis procedure, when placing the microcatheter to deliver the subject stent and after the subject stent reached the lesion, the physician retracted the microcatheter to deploy the subject stent and after most of the subject stent was deployed, the tail of the subject stent got stuck and could not be pushed out to deploy. The physician withdrew the subject stent out together with microcatheter and used another stent and microcatheter to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker/ returned to manufacturer on ¿updated h3 device evaluated by mfg ¿ updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed that the subject stent device was returned with xt-27 microcatheter. The subject stent was seen to be partially deployed and stuck at the distal tip of microcatheter. The sdw (stent delivery wire) was seen to be kinked/ bent and damaged. The subject stent was seen to be deformed. The introducer sheath was not returned. The distal tip of the xt-27 microcatheter was also noted to be stretched and deformed. Functional inspection was performed as the xt-27 microcatheter was flushed, and the sdw was advanced, but due to damage noted on the distal catheter shaft, both the sdw and the ez stent were permanently stuck and could not be moved or retracted, even with force. The reported ¿stent partial deployment' was confirmed. The subject stent device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported events are covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that placed xt-27 microcatheter to deliver ez stent and after the subject stent reached the lesion, the operator retracted the xt-27 to deploy the subject stent and after most of the subject stent was deployed, the tail of it got stuck and could not be pushed out to deploy. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The subject stent device was returned, and it was noted that the subject stent had been partially deployed from the distal end of the xt-27 microcatheter, there was some deformation noted to the subject stent, the sdw was kinked and deformed and was unable to be removed from the xt-27 microcatheter as there was significant damage noted to the distal end of the xt-27 microcatheter. It is probable that the xt-27 microcatheter was damaged during the clinical procedure, causing the stent to become stuck and only partially deploy, and causing the subsequent damage noted to the returned device. An assignable cause of caused by other will be assigned to the reported and analysed ¿stent partial deployment¿ and to the analysed ¿sdw kinked/bent¿, ¿sdw deformed¿, ¿sdw friction¿ and ¿stent deformed¿, as the investigation indicates another product/drug/subsequent procedure caused the issue event.

Event description:
It was reported that during right mca (middle cerebral artery) stenosis procedure, when placing the microcatheter to deliver the subject stent and after the subject stent reached the lesion, the physician retracted the microcatheter to deploy the subject stent and after most of the subject stent was deployed, the tail of the subject stent got stuck and could not be pushed out to deploy. The physician withdrew the subject stent out together with microcatheter and used another stent and microcatheter to complete the procedure without clinical consequences to the patient.